Manufacturer narrative:
The pump has not been returned to animas. If the pump is returned, an evaluation will be completed and a supplemental report filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings: daily insulin delivery totals correctly reflect user's programmed basal rates. Multiple occlusion alarms observed in the black box; the force at time of occlusions is high.. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no occlusions occurring. Pump passed delivery accuracy test and found to be delivering within required specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 504 mg/dl, with nausea. The reporter also alleged that the pump had an occlusion issue, starting (B)(6) 2014, and that the health care provider wants the pump replaced. This complaint is being reported due to the allegation that the pump has an occlusion issue and the patient has hyperglycemia related to this issue.